Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The magnet was placed over the device prior to interrogation but the device could not be interrogated. Two different programmers were used but same issue resulted. No intervention was performed. The patient would continued to be monitored.

Manufacturer narrative:
Upon review, the device should not have been submitted as a medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.

Event description:
Upon review, the device should not have been submitted as a medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.